Event description:
It was reported that an external fluid leak was observed originating from the return screwed connector of a prismaflex st100 set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The actual device was not available; however, a photograph and video of the sample were provided for evaluation. During visual inspection of the provided photographic samples, the leak was observed from the return screwed connector. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.